Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s pump eroded and the pump was planned to be explanted on 2014-(B)(6). It was noted that there was no alleged product issue. It was reported that it was unknown if actions were required as a result of the event. It was reported that the pump was used to infuse baclofen. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient¿s nursing home positioned patient in manner that contributed to skin breakdown and erosion over pump site. It was noted that they consulted plastics and only a short term of antibiotics would be necessary at the time of report. It was reported that they planned to explant pump (B)(6) and implant new pump on (B)(6), 2014. It was noted that the patient¿s symptoms at the time of report were unknown. Additional information has been requested, but it was not available as of the date of this report.